Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00916. This report is being submitted as additional information. The serial number of the device was requested but was not provided, therefore the expiration date and manufacture date. The reported event of no external power event was confirmed through the analysis of the submitted log files. The system controller log file contained approximately 7 days of data from (B)(6) 2018, at 01:47:21 through (B)(6) 2018, at 16:19:04, per time stamp. The file captured a no external power event on (B)(6) 2018, at 03:35:22. A sequence of low power hazard and no external power alarms were observed. This event occurred while the controller was supported by an mpu and appeared to be a result of momentary ac power loss to the mpu. During this event the controller supported the pump at the set speed while being powered by the internal backup battery, as designed. Once ac power was restored to the mpu at 03:35:45, all the associated alarms cleared. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. The mpu was not returned for investigation. The root cause of the momentary ac power loss to the mpu could not be determined. The device history records could not be reviewed because the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was asymptomatic with no issues to report. Log file analysis completed by the manufacturer¿s technical services representative revealed a low power hazard on (B)(6) 2018, at 3:35:22 that lasted for approximately 23 seconds. It was possible that the power cord on the mobile power unit (mpu) became loose where the ac power cable connects to the mpu. Additional information was requested, but was not provided.